Event description:
It was reported that the battery voltage during a device check showed 2.83 volts. Review of the device data showed the battery voltage to be 2.96-2.97 volts. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed. On (B)(6) 2010, the battery voltage with telemetry was 2.82v and the daily measurement was 2.96v.

Event description:
It was reported that the battery voltage during a device check showed 2.83 volts. Review of the device data showed the battery voltage to be 2.96-2.97 volts. The device is still in use. It was further reported that there was early battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed. On (B)(6) 2010, the battery voltage with telemetry was 2.82v and the daily measurement was 2.96v. This is within expected limits. The device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.